Event description:
The user reported that the monitor did not function as expected. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Eval in progress, but not yet concluded.